Manufacturer narrative:
After multiple attempts no product was returned for evaluation and no additional information was provided. The DHR (device history record) was reviewed and no non-conformances were identified. Loss of fixation or bending, fracture, loosening or migration of the implant or instruments are listed a possible adverse effects package in the package insert. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Supplemental report two of two for the same event, reference 3004485144-2015-00122-1.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 3004485144-2015-00122.

Event description:
The sales associate reported the iliac screw and the screwdriver fractured. The surgeon removed the screw with a clamp. He used a new screw and screwdriver to complete the surgery. He confirmed all pieces were removed from the patient. A surgical delay of approximately 50 minutes was reported. No adverse events were reported as a result of the delay.